Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. Device received with cracked case (battery tube) and cracked case-corner of belt clip rails. Unable to determine critical pump error due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an open book image and blank display. The customer¿s blood glucose was 174 mg/dl. Troubleshooting steps were provided for critical pump error and blank display. Display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.